Manufacturer narrative:
The permanent cautery hook (pch) has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image appears to show the conductor wire cap (yellow plastic) has separated from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation layer at the end of the permanent cautery hook (pch) instrument came off. A fragment fell inside the patient but was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) was analyzed and found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. A broken piece was missing as a result of the breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2025, the following additional information was obtained: the instrument was inspected prior to use and no damage was noted. The fragment fell inside of the patient during the instrument removal. The surgeon believed that the cause of the instrument breakage was product quality. The instrument was in use for about an hour. There were no issues with the functionality of the instrument. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment fell inside of the patient during an instrument tip/accessory collision. The instrument was removed during the surgical procedure prior to the breakage. Upon final removal instrument through the cannula, the surgeon didn't feel any resistance. In addition, upon final removal of the instrument through the cannula, the wrist was straightened. There was not resistance upon removing the instrument through the cannula. There was no damage noted to the cannula. The surgical staff noticed a fragment fell inside of the patient. The fragment was retrieved with a laparoscopic instrument, and it was confirmed that all fragments were retrieved according to surgeon. The customer performed an unspecified post-operative test, such as an x-ray or ultrasound, to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the foreign object. The instrument was returned; however, the fragments were not given back.